Event description:
Customer called expressing concern that their sterile processing department (spd) was not correctly processing their biological indicators (bis). There was a significant delay (up to a few days) before the facility's lab received them for processing. The customer said the delay altered the accuracy of the reading. Their lab had created a special incubator bath to grow cultures, and she was unaware that there was a small cyclesure incubator made for this purpose so that the bis could be easily processed in management and they did not known how to process the bis. There is no evidence that any patients were affected by the incorrect testing of the loads.